Event description:
The article describes a complication with the use of a lma during placement of a catheter into the internal jugular vein for chemotherapy. During the course of surgery, the lma was reported to distort the pharyngeal anatomy in such a way that the surgeon damaged the pharynx. Air leaked from the pharynx into the pleural space creating bilateral pneumothoraces. The pt had bilateral chest tubes placed and was transferred to the ICU for observation. The pt fully recovered. There was no reported defect or malfunction in the lma airway. It was reported that the pt remained hemodynamically stable and had an oxygen saturation of 100%.